Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the distal end of the grasping section was grasping a hard and thick tissue. Therefore, the probe came into contact with the tissue pad at the rear end of the grasping section. As a result, the tissue pad was worn out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section came into contact with the probe. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe. This caused scratches on the probe. 4. A force to activate the output in seal & cut mode, or a force to grasp a tissue might have been applied to the probe. Therefore, the cracks started from the scratched area. 5. A load was applied to the probe and it broke. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken 15 mm from the tip. There were scratches around the broken part of the probe. Observing the fractured surface of the probe, cracks were found progressing from the scratch. The tissue pad was worn out. There was a trace of contact with the rear end of the probe on the non-insulated part. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic procedure, the device probe broke off. The broken piece was recovered. The procedure was completed with a new similar device. There was no health hazard or adverse impact to the patient.